Event description:
It was reported that while inserting the anchor into the polit hole, the anchor broke inside while screwing. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that while inserting the anchor into the polit hole, the anchor broke inside while screwing. No patient injury reported. A backup device was available to complete the procedure with no significant delay.

Manufacturer narrative:
One 5.5mm healicoil rg sa anchor systems was returned for evaluation. Visual assessment confirmed the reported breakage. All of the anchors threads have broken off. The broken pieces were not returned for evaluation. With the limited clinical details provided regarding site preparation and patient bone quality a root cause could not be determined with confidence. Per the device IFU under warnings "breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation". The proper instrumentation for site preparation for this anchor is a 5.5 mm threaded dilator. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.